Event description:
Dr inserted the arthrowand turbo turbovac 90 to perform a knee surgery. Toward the end of the procedure. Dr removed the arthrowand and noticed the screen was not on the turbovac 90. Dr did post-operative x-rays and located the screen in knee's posterior compartment. At which point dr made a posterior incision on the knee and was able to retrieve the screen. No further intervention was required nor was the pt's surgical outcome effected by this event.